Manufacturer narrative:
B5 was updated.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rose to 22.0 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The patient also reported having redness and swelling at the old pod site. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by xxx the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rose to 22.0 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The patient also reported having redness and swelling at the old pod site. As treatment, a new pod was placed.